Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0873 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have high blood glucose with blood glucose of 244 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by manual injections of insulin. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.